Event description:
Customer reports a water leak coming from under the analyzer onto the floor and into the walkway. The origin of the leak is not known. No one has been injured and no pt results were affected.

Manufacturer narrative:
The field service rep was unable to determine a cause, he did not find a leak during his inspection of the analyzer.